Event description:
Additional information was received. It was reported that the patient was doing well with the new ins; the patient's symptoms were under control. No further complications anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. [Refer to manufacturer report #3007566237-2017-0066 for details pertaining to the same event reported a second time. Limited information about the patient and device was known at the time of that report. Follow up was performed and information was provided that indicated the event is the same as reported here, and therefore the reports are linked]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the ins was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported an elective replacement indicator (ER) with an allegation/dissatisfaction with implantable neurostimulator (ins) longevity from the healthcare professional (hcp). It was noted that there was a previously reported short circuit with the implant. There were no patient symptoms alleged. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.